Manufacturer narrative:
This rpt is being submitted to correct the model number rpt'd in the original rpt of 8/18/97. Model 65unk will be used as a default model number when an adverse event is determined to be reportable and the model number is not provided by the reporter.

Event description:
During implant of a wiktor stent a dissection was observed proximal to the target site. Another wiktor stent was implanted to address the dissection. Vessel dissection is a known potential adverse effect of vessel dilatation. No product performance issues or pt complications were reported.